Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose (bg) level for the past occlusions; current bg was 200 mg/dl. A system check was performed using the current supplies and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the current occlusion.